Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's clinic was concerned with the predicated battery longevity of the device when reviewing the device settings. The device remains in use. No patient complications have been reported as a result of this event.